Manufacturer narrative:
No product returned for eval. Should new relevant info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer had been experiencing elevated blood glucose levels reaching 354 mg/dl. Customer performed a fill tubing, and stated insulin was delivering as expected.